Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defbrillate a 48-year-old male patient, the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical netherland's evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including shock testing and impedance testing without duplicating a malfunction to the device. The device was recertified and returned to the customer. Review of the activity log observed eleven successful shocks with no issues. After the eleventh shock a check pads and poor pad contact message was observed in the log. The messages will occur when the device detects an invalid impedance and as result will not discharge energy. There are numerous reasons for the messages to occur including whether pads are properly applied to the patient, a lose connection between the multifunction cable and device, or if the device does not detect that any pads are attached. These messages are to alert the user that the device is unable to discharge until the device can detect a valid impedance. When the messages are prompted to the user it is recommended to recheck pad placement and accessory connections. No trend is associated with reports of this type.